Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary problems, bleeding and dyspareunia. The patient underwent removal/excision of anterior vaginal wall mesh with cystoscopy on (B)(6) 2011 due to erosion of anterior vaginal wall mesh into mucosa. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation on (B)(6) 2010. After implantation the patient experienced pain, erosion, bleeding and urinary problems. The patient underwent excision of mesh due to erosion on (B)(6) 2011.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia in (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.